Event description:
During the extracorporeal photophoresis treatment (ecp), there were multiple blood pump alarms. The practitioner was unable to resolve them per the instrument adjustments as indicated. Additional multiple system pressure alarms occurred. There was no evidence of clots, air bubbles or kinked tubing. The practitioner was unable to resolve them. Therakos was notified and the treatment ended with all blood products being returned to the pt and there was no blood loss. The outcome was an incomplete treatment with no white blood cells (wbcs) collected or treated. The vital signs were stable and the pt asymptomatic.